Manufacturer narrative:
No complaint was received with the return of the device. Failure event observed during analysis. Final analysis found that only the connector portion of the lead was returned in one piece measuring 30.0 cm. An external abrasion breaching the re lumen exposing the cables due to friction to the device can was noted at 12.1 cm to 13.2 cm from the connector pin. Two external abrasions breaching the re lumen exposing the cables due to friction to another device or features of the heart were noted at 21.4 cm to 21.5 cm and 28.9 cm to 29.4 cm from the connector pin. The re etfe cable coatings and inner coil lumen were intact. All other damage noted is consistent with procedural damage.

Event description:
This report is to advise of an event observed during analysis.